Event description:
On (B)(6) 2008, respiratory therapist received a complaint from a pt that the flowmeter was "bleeding off" (losing it's setting over time, causing the flow rate to go down). The respiratory therapist replaced the flowmeter.